Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and is awaiting explant. While attempted to interrogate the implantable cardioverter defibrillator (ICD), communication could not be established. The patient was in stable condition. Further information was requested, but not yet available.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.